Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
The sales rep received a report from the doctor at (B)(6) hospital for a particular case where 2 locking screws became loose and migrated.

Manufacturer narrative:
The reported event that two locking screws backed out of the plate could be confirmed with the help of x-rays provided by the healthcare facility. A root cause analysis conducted by a subject matter expert team, based on the information contained in the complaint and the x-rays that were supplied, contains the following statement for this reported event: ¿the internal fixation has been inadequately overloaded.¿ the instructions for use for non-active implants v15013/j were reviewed. The following statement related to the reported failure mode is included: ¿post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation.¿ a review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated. Note: if additional information is received on the two unknown screws that indicate they were deficient, additional MDR's will be issued.

Event description:
The sales rep., received a report from the doctor at (B)(6) hospital for a particular case where 2 locking screws became loose and migrated.